Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 3mm x 8cm orbit galaxy complex xtrasoft (640cx0308 / 31359784) encountered some resistance in the middle section of the concomitant microcatheter (unspecified brand) during the coil delivery process. The physician retracted only the coil, and it was noted that the coil component was found unraveled / stretched. The physician replaced the coil and completed the procedure using the original microcatheter. There was no negative impact to the patient. On 07-apr-2025, additional information was received. Per the information, the procedure was targeting a 4mm x 6mm ruptured saccular aneurysm on the left internal carotid artery / posterior communicating artery. A continuous flush had been maintained through the microcatheter. No neck remodeling was used. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. There was resistance when the coil was being advanced through the middle section of the microcatheter. Per the information, the coil had been withdrawn and repositioned (the number of times this had been done was not reported). The reported issue occurred during advancement of the coil into the target aneurysm. The microcatheter was not repositioned over the coil while the coil was deployed / partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and the delivery wire was verified with fluoro prior to repositioning. Coil entanglement with previously placed coil was not suspected to be a contributing factor to the reported stretched condition of the coil. There was no additional damage noted on the coil aside from it being reported to be stretched. The coil was not detached when it was removed. There was no evidence of any blood flow restriction / reduction as a result of the reported issue. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31359784) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06-may-2025. [Additional information]: on 06-may-2025, additional information was received related to the device that the product analysis lab received on 28-apr-2025. The device that was received was not the 3mm x 8cm orbit galaxy complex xtrasoft (640cx0308 / 31359784). It was sent back by mistake. On 06-may-2025, it was clarified and confirmed by the cerenovus sales representative that the device associated with this complaint is not available for return. Based on complaint information, the device is not available to be returned for analysis. The device will not be returned. Product analysis cannot be conducted. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (31359784) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.